Event description:
It was reported that the patient's pump was explanted. It was stated that there was a leak "one-two" weeks following implant. It was stated that it leaked first in the front incision and then the second incision (in the back) leaked next, so the healthcare provider (hcp) took it out. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011; pump model: 8637-20, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011.